Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient experienced an infection.

Event description:
No new information.

Manufacturer narrative:
It was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event cannot be confirmed, since no evidence of the infection could be provided. He consultant neurosurgeon indicated that the infection likely originated from a small wound drain site and not the implant, noting the patient's history of prior infections as a contributing risk factor. Device history and environmental controls showed no deviations, and both stryker¿s microbiology specialist and medical expert confirmed that the device did not cause the infection (see communication log).